Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately eight months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and noted to have had normal depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A white substance was noted on the outer insulation at the connector. An outer insulation cosmetic depression was also noted at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.